Event description:
During procedure, left femoral lift fell off osi table while in use. Bar noted to have 4 screws that where suppose to hold t extension of lift to table, none of which where still attached. No obvious pt injury noted at this time. Staff was able to put bed back together to finish procedure. Bed checked by biomed after case completed.======================manufacturer response for hana table, (brand not provided) (per site reporter).======================manufacturer representative to provide education on routine maintenance.